Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that totalcare had head of the bed moving on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.